Event description:
Had robotic rectopexy at (B)(6) hospital. Upon discharge on (B)(6) 2021 I changed the dressing at operative site and noticed a "hole" or possible burned tissue which I reported to my physician on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Since he did see the wound post op, he was puzzled and has referred me to the wound care clinic. I believe the hospital uses the da vinci robotic system as of 2013 or 2014. Although this is a rare occurrence (my physician has done over 400 procedures), I understand that heat related injuries can happen when sparks come from microscopic "cracks" that may / may not be seen from the cameras field of vision.